Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the healthcare provider (hcp) notified them a short was found which was related to a fall. According to the rep. After a fall a contact had a short between contact 1 and 0, 2, 3 bipolar. Previous programming was 2-1-c+ and new programming was set to 2-3-c+ to avoid the short in contact one. The reason the rep. Called was to find out if there was any more that could be done to avoid an invasive procedure as the rep. Was unsure if the new settings were working comfortably for the consumer as they were still waiting to hear back from the physician (the consumer saw two different physicians). No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient states she had been to her stimulator doctor after falling down and noticed symptoms have gotten worse since hip surgery in (B)(6) 2018. Patient states the healthcare provider tested the ins and found two of the nodes not working properly and found impedance problem. The healthcare provider had shut the two nodes off and now are having problems since then. Patient states she can hardly move at all and cannot speak and this is new for her. Patient states they have severe off times but not like this. Patient states these not good times over the past couple of weeks since nodes have been turned off. Patient states she cannot lift her hand and cannot speak. The patient states they go and talk and no voice comes out. They are having trouble opening mouth. Patient states since she fell she has had a lot of trouble. Patient states they cannot move at all and cannot speak at all. They say the symptoms are becoming terrible. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider stating that when asked to clarify the nodes not working, the patient had a hip fracture and surgery. The impedance issue was on contact 1 on the left ins. They eliminated this contact (reprogrammed). The patient continues to have off time, however this been an ongoing issue for a long time.